Event description:
It was reported that during a davinci lap prostatectomy procedure, the device was used on the dorsal vein complex. The surgeon attempted to fire the instrument, heard a noise and then it was difficult to fire. He removed the instrument and the cartridge and found that the knife blade was bent. They opened another like device and completed the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/13/2008. Results/conclusions - firing trigger teeth broken. Evaluation summary - the analysis results found that the instrument was returned with the firing mechanism damaged and without a reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at facility. Event could not be confirmed, as the knife was not bent. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.